Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
The end user reported upon removal, the colostomy pouch was difficult to remove. The end user further noted her skin was red after removal. No additional information was provided.